Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Initial reporter address 1: (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in a ureteroscopy (urs) procedure performed on (B)(6) 2021. During the procedure, the basket was not opening or closing smoothly. The basket wire then detached into the patient. The detached wire was removed and the procedure was completed with another zero tip basket. There were no patient complications as a result of this event.